Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.6. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s parent reported that the patient experienced a skin reaction at the infusion site on the arm after approximately 24-36 hours of pod wear, which subsequently progressed to an infection. No impact to blood glucose levels was reported. The parent stated that the infusion site exhibited redness and was accompanied by pain, and the patient developed symptoms including fever and a cough while at school. The parent consulted a healthcare provider, who diagnosed an infection. The patient was treated with antibiotics. No further treatment was reported. The pod involved was discarded and is unavailable for investigation.